Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt ((B)(6)) received her scs system, including an ipg, on (B)(6) 2011. It was reported that the pt complained of a burning pain at the ipg pocket site when stimulation is on. She stated that the pain is at its peak after approximately two hours of stimulation. Due to the pain, the pt reported that she had to turn off the ipg and subsequently the pain subsides. It was reported that the diagnostic tests reveal normal impedance readings, and the connector block lead contacts are not being used. F/u on the pt found that the physician plans to perform an x-ray of the system. No further info is available at this time.